Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a mechanical thrombectomy procedure in the superficial femoral artery (sfa). The device was primed and then inserted into the body. Aspiration was initiated. However, after 4 seconds, a "check saline supply" error message was displayed. The device was removed from the body. The device was reset and two attempts were made to re-prime the device, but it would not prime. Another angiojet® solent¿ omni catheter was selected and the procedure was completed. There were no patient complications and the patient was fine.